Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pounding in their chest or heart when they went into atrial fibrillation (af). It was further reported that their implantable pulse generator (ipg) is not providing the same results as their previous ipg even though they are programmed the same. The ipg remains in use. No further patient complications have been reported as a result of this event.